Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent broke before being deployed. Another balloon was used to retrieve and evacuate the device. The undeployed stent was pulled out without difficulty and the procedure was prolonged but successfully completed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis broken into two sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured to be within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 81cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion no issues. A visual and microscopic examination found no tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent broke before being deployed. Another balloon was used to retrieve and evacuate the device. The undeployed stent was pulled out without difficulty and the procedure was prolonged but successfully completed.